Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply all of the same type. The battery door is not missing, damaged, and closes properly. Also there is no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit powered on and passed all functional test. The battery contacts and springs are corroded due to battery leakage. The aqualert moisture indicator shows evidence of moisture. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed properly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. (B)(4).